Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was sluggish and was not capturing barcode. A field service engineer inspected the barcode, and it was noted that the scanner cord had been replaced during a prior visit. During this visit, both the scanner and cord were replaced with new components. Power management settings were also checked, and the scanner was confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es scanner was sluggish, was not capturing barcodes 100%, and the cursor was leaving the screen. Customer stated that scanning the badge on pyxis caused it to beep with no screen change; the cursor became frozen, then disappeared and reappeared and started flashing. Upon scanning the badge again, sometimes it opened to the work page, and other times it repeated the same cycle before finally opening. However, there were no delays or adverse events or injuries reported based on this event.